Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with episodes of syncope due to possible intermittent capture. The device was programmed in (B)(6) 2018 due to rv lead noise and impedance drop. During this time, the patient experienced episodes of intermittent pre-syncope. Low, out of range, low voltage lead impedance issue was observed. Further programming changes were made. Lead replacement is considered. No further information is available.

Event description:
New information received states that the rv lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable post procedure and discharged.